Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for frame damage was confirmed based on evaluation of provided imagery. Since device was not returned engineering could not perform any visual, functional or dimensional testing. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during the procedure, unusual resistance was felt while introducing the commander delivery system with the crimped valve through the esheath+. When the commander delivery system with the crimped valve was advanced through the esheath+ and after alignment and tracking over the arch, a valve strut bend was observed in the distal part of the crimped valve''. Per training manual, insertion force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'' and ''if insertion force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm''. During evaluation of provided imagery, several bent valve struts were observed at the inflow side of the crimped valve after advancing trough the aortic arch. Moreover, there was presence of calcification at the aortic root. The presence of calcification can make the pathway challenging as the delivery system crosses the aortic arch, calcification can increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system advancement to the intended implant location. It is likely that the frame interacted with calcification during the advancement of the delivery system through the aortic arch and, if compounded with further device manipulation, could result in the reported frame damage. As such, available information suggests that patient factors (calcification) and/ or procedural factors (device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the procedure, unusual resistance was felt while introducing the commander delivery system with the crimped valve through the esheath+. When the commander delivery system with the crimped valve was advanced through the esheath+ and after alignment and tracking over the arch, a bent valve strut was observed in the distal part of the crimped valve. Consequently, the system was removed as a single unit, but a vascular complication occurred at the puncture site in the common femoral artery, and the patient was converted to surgery. The patient was successfully treated and remained stable post-procedure. The root cause of the strut bend was unclear; possible factors include calcification, vessel tortuosity, among others.